Manufacturer narrative:
Investigation summary: additional customer samples of the incident lot number were submitted to bd (B)(6) for evaluation & testing. Upon completion of testing, bd (B)(6) observed that one glass tube had broken during centrifugation. Investigation conclusion: based on the evaluation of the customer samples at bd (B)(6), the customer¿s indicated failure mode for tube glass breakage with the incident lot was observed during testing. Root cause description: based on the overall investigation conducted, the root cause for the glass tube breakage is unknown.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not available for evaluation. A review of the device history record revealed there were no related quality notifications. All process and final inspections complied with specification requirements. Conclusion: review of DHR showed no indication of the alleged defect. UDI#: (B)(4).

Event description:
It was reported by a consumer that bd vacutainer® cpttm glass tube with blue/black speckled conventional closure tubes break during centrifugation. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: a total of 360 samples were received from the customer facility for investigation. The random amount of customer samples were visually evaluated and the customer¿s indicated failure mode of ¿glass breakage¿ with the incident lot was not observed as all samples inspected met the required specifications. A review of the device history record revealed no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the random inspection of samples. However, our quality engineer notes that based on the investigation, the most likely root cause is that microscopic cracks were present on the open end of the tube. The most likely root cause is that additive from a broken tube may have leaked onto the stopper. Once the product is sterilized the additive can change colors.